Event description:
It was reported that the patient presented for a follow up in clinic. Interrogation of the pulse generator revealed overestimation of battery longevity related to a diagnostic anomaly. No interventions were performed. There were no patient consequences.